Event description:
The check valve on the upper end just distal to the spike of the main IV tubing set (primary gravity IV set) failed. It allowed medication and blood to backflow into the IV bag causing a delayed drug response. This occurred during a surgical procedure with the blood pressure cuff on the same arm as the IV, the blood pressure cuff goes up every 3 minutes and cycles to whatever the patient's blood pressure is.